Event description:
It was reported that the pt has had poor pain relief for several weeks. A volume discrepancy was noted at the pt's last refill with an expected reservoir volume of 6 ml and an actual reservoir volume of 13.5ml. The hcp is planning to do device troubleshooting. The pump logs were read and nothing unusual was noted. The pt's pump contained morphine 40 mg/ml at a dose of 6.8 mg/day.